Manufacturer narrative:
(B)(4). Results of investigation: the service technician was not able to duplicate customer¿s reported problem. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The peep was set to 5 cmh2o, vent was displaying 0 cmh2o, changed peep to 10 cmh2o, vent continued to display peep 0 cmh2o. The exhalation module was replaced with a known good one, set the peep and displayed peep were same.

Event description:
The customer reported that while on a patient, the unit was giving a higher than expected positive end expiratory pressure (peep). While set to 5 cmh2o, the unit was delivering 8 cmh2o of peep. The customer also confirmed that there was no patient harm.